Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of the data confirmed that the serology-reactive sample was reactive for hiv with a cycle threshold (CT) value of 36.1 when tested individually. The internal control for this test was invalid, but the reactive result was considered final. Positive control targets and internal controls demonstrated robust amplification, indicating that the assay was functioning as intended. The most likely cause of the discrepant results is that the sample had a viral concentration near or below the limit of detection (lod) of the assay, which was further diluted in the pooled testing. This is consistent with expected performance for lod samples.

Event description:
The initial reporter alleged an unexpected non-reactive result for hiv when using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer tested a pool of 6 samples, which generated a non-reactive result. However, one of the individual samples within the pool was reactive for hiv when tested by serology using the cobas e 801 hiv duo test. The serology-reactive sample was subsequently tested individually using the kit cobas 6800/8800 mpx 480t ce-ivd assay and was reactive for hiv with a cycle threshold (CT) value of 36.1. The internal control for this individual test was invalid, but the reactive result was considered final. The donation associated with the sample was not used, and no harm or delay in treatment was reported.